Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that the catheter was unable to pace from the beginning of use. The catheter was replaced and the problem was solved. Further detail could not be obtained. There were no patient complications reported. Device was discarded by the hospital.